Event description:
It was reported that during bd testing and execution of the upstream occlusion time-to-alarm test, the pump module gave a ¿check IV¿ error upon trying to start the infusion. The associate investigated the test setup, test samples, and devices, and isolated it to be device-specific to the involved pump module. It is believed that the pump module failed to push in the flow stop upon door closure and therefore tripped the ¿check IV.¿. If manually pushed in the flow stop before door closure, the error never occurred. There was no patient involvement. It was further reported that sn (B)(6) failed to generate an occlusion alarm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during bd testing and execution of the upstream occlusion time-to-alarm test, the pump module gave a ¿check IV¿ error upon trying to start the infusion. The associate investigated the test setup, test samples, and devices, and isolated it to be device-specific to the involved pump module. It is believed that the pump module failed to push in the flow stop upon door closure and therefore tripped the ¿check IV.¿ if manually pushed in the flow stop before door closure, the error never occurred. There was no patient involvement. It was further reported that sn (B)(6) failed to generate an occlusion alarm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a ¿check IV set¿ alarm during infusion start was confirmed through a review of the device event logs during evaluation of multiple suspect pump modules. The issue was also replicated during testing, however for a ¿check IV set¿ alarm to occur it required a misuse scenario where the door was not closed firmly and completely. During testing, it was observed that if the door is not closed firmly and completely, the pump module may fail to engage the safety clamp properly, potentially triggering the ¿check IV set¿ alarm. When the door was closed securely, the alarm did not occur. This behavior may be consistent with the reported issue and could be a contributing factor. Infusion testing was performed on six (6) suspect pump modules ((B)(6)) under ¿as received¿ conditions. Each unit was connected to a known good pcu and programmed for a basic infusion at 999ml/hr with a vtbi of 9999ml. All infusions were completed successfully without alarms or anomalies. Preventive maintenance was conducted using asm software version 12.5.0. All tasks passed successfully, confirming the units were operating within specification. Analog sensor task testing showed that five (5) of six units had pressure sensor voltages within specification (1v ± 0.154v), however sn/(B)(6) showed a slightly low zero offset bottle-side sensor reading of 0.8266v. All sensors responded appropriately to applied pressure and returned to baseline values. Additionally, during handling of the first five (5) suspect pump modules (s/n(B)(6), and s/(B)(6)), it was observed that the door did not consistently return to the closed position when partially opened and released. This behavior was not observed in known good units. For evaluation purposes, the bezel assembly was temporarily replaced using known good units from the dchu investigation laboratory on three (3) pump modules (s/n(B)(6)), after which the door returned to the closed position as expected. The facility did not provide the date or time of the event. Error and event logs from the six (6) suspect pump modules were reviewed using alaris system maintenance (asm). No errors were identified that directly contributed to the reported event. Based on the last recorded activity, infusion programming was observed in five (5) units. ¿check IV set¿ alarms were triggered in three (3) of them (s/n(B)(6)), along with door open/close actions. One of these units also recorded a ¿safety clamp open¿ alarm. In the other two modules (s/n(B)(6)), no alarms related to the event were observed during the last recorded session. Pump module s/n(B)(6) had no available log entries for review. Therefore, it was not possible to determine whether any infusions were programmed or if the reported occlusion alarm failure occurred. According to the bd alaris system user manual v12.1.2, the pump module door should be kept closed when not in use to prevent damage and must be properly closed during set loading to ensure correct engagement of the safety clamp. Additionally, the user manual states that ¿improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery.¿ it also advises to ¿ensure tubing is correctly placed over pressure sensors¿ and ¿ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms.¿ these conditions may contribute to alarms such as ¿check IV,¿ which are associated with improper set installation or air-in-line detection. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported ¿check IV set¿ alarm could be attributed to incomplete door closure during setup. During testing, it was observed that if the pump module door is not closed firmly, the safety clamp may not engage properly, potentially triggering the alarm. When the door was closed securely, the alarm did not occur. No hardware anomalies were identified during inspection or testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during bd testing and execution of the upstream occlusion time-to-alarm test, the pump module gave a ¿check IV¿ error upon trying to start the infusion. The associate investigated the test setup, test samples, and devices, and isolated it to be device-specific to the involved pump module. It is believed that the pump module failed to push in the flow stop upon door closure and therefore tripped the ¿check IV.¿ if manually pushed in the flow stop before door closure, the error never occurred. There was no patient involvement. It was further reported that sn (B)(6) failed to generate an occlusion alarm.

Manufacturer narrative:
Omit: a050701 - failure to align (2522), g04070 - housing, c07 - mechanical problem identified, d15 - cause not established. Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a ¿check IV set¿ alarm during infusion start was confirmed through a review of the device event logs during evaluation of multiple suspect pump modules. The issue was also replicated during testing, however for a ¿check IV set¿ alarm to occur it required a misuse scenario where the door was not closed firmly and completely. During testing, it was observed that if the door is not closed firmly and completely, the pump module may fail to engage the safety clamp properly, potentially triggering the ¿check IV set¿ alarm. When the door was closed securely, the alarm did not occur. This behavior may be consistent with the reported issue and could be a contributing factor. Infusion testing was performed on six (6) suspect pump modules (s/n(B)(6)) under ¿as received¿ conditions. Each unit was connected to a known good pcu and programmed for a basic infusion at 999ml/hr with a vtbi of 9999ml. All infusions were completed successfully without alarms or anomalies. Preventive maintenance was conducted using asm software version 12.5.0. All tasks passed successfully, confirming the units were operating within specification. Analog sensor task testing showed that five (5) of six units had pressure sensor voltages within specification (1v ± 0.154v), however s/n(B)(6) showed a slightly low zero offset bottle-side sensor reading of 0.8266v. All sensors responded appropriately to applied pressure and returned to baseline values. Additionally, during handling of the first five (5) suspect pump modules (s/n(B)(6)), it was observed that the door did not consistently return to the closed position when partially opened and released. This behavior was not observed in known good units. For evaluation purposes, the bezel assembly was temporarily replaced using known good units from the dchu investigation laboratory on three (3) pump modules (s/n(B)(6)), after which the door returned to the closed position as expected. The facility did not provide the date or time of the event. Error and event logs from the six (6) suspect pump modules were reviewed using alaris system maintenance (asm). No errors were identified that directly contributed to the reported event. Based on the last recorded activity, infusion programming was observed in five (5) units. ¿check IV set¿ alarms were triggered in three (3) of them (s/n(B)(6)), along with door open/close actions. One of these units also recorded a ¿safety clamp open¿ alarm. In the other two modules (s/n(B)(6)), no alarms related to the event were observed during the last recorded session. Pump module s/n(B)(6) had no available log entries for review. Therefore, it was not possible to determine whether any infusions were programmed or if the reported occlusion alarm failure occurred. According to the bd alaris system user manual v12.1.2, the pump module door should be kept closed when not in use to prevent damage and must be properly closed during set loading to ensure correct engagement of the safety clamp. Additionally, the user manual states that ¿improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery.¿ it also advises to ¿ensure tubing is correctly placed over pressure sensors¿ and ¿ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms.¿ these conditions may contribute to alarms such as ¿check IV,¿ which are associated with improper set installation or air-in-line detection. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported ¿check IV set¿ alarm could be attributed to incomplete door closure during setup. During testing, it was observed that if the pump module door is not closed firmly, the safety clamp may not engage properly, potentially triggering the alarm. When the door was closed securely, the alarm did not occur. No hardware anomalies were identified during inspection or testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.